Manufacturer narrative:
(B)(4). Batch # r93103. Date of event: it 2019. Event day and event month were not provided. Investigation summary: the device was returned with the blade scratched and cracked. During functional testing on a gen11, an alert screen was displayed. In addition, there was no audible feedback sound from the instrument when the clamp arm was fully closed. Then the blade broke off during functional testing. The instrument was disassembled to inspect internal components and the closure indicator was broken and not making contact with the moving trigger. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, contact with staples or clips during the procedure. Once minor blade damage has occurred, subsequent activation may increase the severity of the blade damage. This, in turn, can result in the device failing the pre-run test with the generator and displaying an alert screen. The alert screens that can result may include ¿tighten assembly,¿ ¿blade error detected,¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. No conclusion could be reached as to what caused this issue. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, jaw cleaning notification appeared during use, so it is recognized as reusable and cannot be used. It is unknown how procedure was completed and patient consequence was not reported.